Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info (including x-rays and medical records) was requested. If device or additional info becomes available, the evaluation summary will be submitted in a supplemental report. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.

Event description:
It was reported that: "the above implants were explanted due to pain and a reactive response to materials. The (B)(4) accolade #2 stem (lot 11658104) was found to be well fixed and was left in place.